Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) gastrointestinal/pelvic floor. It was reported that the patient¿s device was wonderful, life changing device but every now had to go in and change it up again. The patient stated that lately she still strains and then pulls out the patient programmer and turned it on and she could feel it kick in. She would turn it up but she still did not empty completely and there was a returned of symptoms and her symptoms had gotten worse. The patient mentioned that would feel stimulation when she would increase, then stopped feeling stimulation. The patient also reported that her patient programmer did not always connect, she got the poor communication and the batteries depleted more quickly then she expected. She stated she used the patient programmer about once per month and every time she pulled the patient programmer out, it needed new batteries. During the call the patient stated she felt stimulation when she synced. She also stated that the stimulation caused her to wake up with her lower back hurting, caused her toe to curl and increasing stimulation made her feel pressure shooting down from the implant other side, like sciatica. Patient services asked and the patient confirmed, turning stimulation down alleviated the pain and sciatic feelings. It was noted that during the call, the stimulation was on, program 1 at 1.1. And she was able to increase successfully. No further complications were reported or anticipated.